Event description:
It was reported that the patient presented in the emergency room after a transmission showing signs of lead dislodgement. High pacing impedance, low sensing, and intermittent capture was noted on the right atrial (ra) and right ventricular (rv) leads. An x-ray was performed, and the ra and rv leads were confirmed to be dislodged due to twiddler¿s syndrome. Additionally, the implantable cardioverter defibrillator (ICD) had also migrated due to twiddler¿s syndrome. The physician explanted and replaced the ra and rv lead. The ICD was repositioned. The patient condition was stable.

Manufacturer narrative:
The reported events were dislodgement, high pacing impedance, r-wave amp variation, and intermittent capture. As received, a complete lead was returned in one piece for analysis. The reported event of high pacing impedance, r-wave amp variation, and intermittent capture were not confirmed. Visual inspection of the lead found the helix was retracted and clogged with blood. X-ray examination found no anomalies on the lead. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Further information was requested but not received.